Event description:
It was reported that 152 days after implantation of a 2.75x24mm taxus express2 eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 80% was reported. The lesion was pre-dilated with 2.5mm maverick balloon inflated to 10 atms. A 2.75x24mm taxus express2 drug eluting stent was deployed at 18 atm in the mid rca. Angiographic evaluation showed "a small dissection just distal to the stent, thus a 2.75x12mm taxus stent was placed distal to the first stent with a slight overlap." A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt rec'd heparin and integrilin during the procedure. The pt "tolerated the procedure well and did not have any complaints." Complications were reported as "none." The pt presented 152 days after the initial procedure with a "critical in-stent restenosis in the proximal to mid rca." Balloon angioplasty was performed using a 2.5mm non-boston scientific balloon "inflated to a maximum of 10 atm." A 3.0x23mm non-boston scientific stent was then deployed at 16 atm in the region of the lesion in the rca. Subsequently, a 3.0x18mm non-boston scientific stent was "placed just proximal to the previous stent and deployed to a maximum of 18 atms." A "post-stent balloon dilatation" was performed with using a 3.5mm non-boston scientific balloon inflated to a maximum of 14 atms. The pt rec'd heparin during the procedure. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The pt "tolerated the procedure well and did not have any complaints." Complications were reported as "none."

Manufacturer narrative:
Complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.